Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery handpiece device lower trigger was jammed and could not be fully pressed, and the device had low power. It was determined the device failed pretest for check for sticky trigger and check function of device in "on" mode. It was noted in the service order that the device was making quieter noise and was weaker in power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device making quiet noise was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had low power and a sticky trigger due to a broken snap ring. The assignable root cause could not be determined. UDI: (B)(4).